Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had initial surgery in 2017 and enhancement procedure on (B)(6) 2018. Patient presented on (B)(6) 2018 with light sensitivity, pain, and redness in left eye(os) at post treatment. The surgery center diagnosed the patient with central abrasion. A bandage contact lens (bcl) was placed and the patient was started with vigamox. The patient¿s chief complaint was of pain, photophobia, and redness. The patient commented on how painful the left eye was and the light sensitivity. The patient thought that pink eye had developed. On (B)(6) 2018, the bcl was removed and the vigamox dosage was reduced. On (B)(6) 2018, the surgery center reported the symptoms were resolved. It was stated that the patient had no a loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 -1.25 x .00 x 90, left eye pre-op 20/20 -1.25 x .00 x 90. Bcva from (B)(6) 2018: right eye post-op 20/20 .24 x -.25 x 95, left eye post-op 20/20 -.25 x -.50 x 33. This report is for the femto laser equipment. A separate report will be filed for the visx laser equipment.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.